Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother stated that on (B)(6) 2017 they went to the doctor because her readings had been in the 20 mmol/l. That is when they realized that her profile had switched from profile 1 to profile 2 and she was not getting any insulin. No adverse event alleged. A request was made for the return of the device. They did not change the profile and feel the pump changed on its own.